Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate char on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 180,419 joules and 25:57 minutes while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed. The fiber cap / tip was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no harm to patient" reported.